Event description:
Mediport removed post-completion of chemotherapy. Upon removal it appeared short to the surgeon. A chest x-ray confirmed placement in the lung. The catheter was removed from the pulmonary artery using a pigtail catheter and snare. Pt complained of right shoulder pain when catheter was flushed with urokinase. According to pt, dye study performed at the time was normal.